Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available.

Event description:
According to the event description: missing clamp on arterial port connection, detaching blood pump segment no patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was provided for evaluation. Upon visual inspection of the returned sample, the large pinch clamp was missing on the tubing. The reported defect was confirmed. All available information was forwarded to the supplier for further evaluation. A possible root cause is attributed to the operators oversight during the manual assembly process of the product. The operator failed to attach the pinch clamp on the tubing while assembling the final product. Although our training procedures ensure that our employees are properly trained in their areas of responsibility, an oversight on the operator's part can be attributed to an incident of this nature. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted